Event description:
It was reported that the patient presented via merlin.net transmission. Analysis of the transmission showed that the noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. The right ventricular (rv) lead was returned in one piece. Final analysis on the rv lead found the external insulation abrasion breaching the outer insulation and exposing the outer coil. The damage was noted to be consistent with friction to the device can proximal to the suture sleeve tie.